Manufacturer narrative:
No report of patient involvement. The ge service representative provided recommendations to resolve the issue, the part numbers for the broken caster and the base were also provided to the customer . The resolution of the issue is the responsibility of the customer at this time.

Event description:
The hospital reported that the unit has a broken caster. There was no patient involvement.